Event description:
It was reported a procedure to place the superion indirect decompression spacer was not completed due to patient anatomy. The physician attempted to place the spacer, but the l4 process was too wide and close to the l5 making placement difficult. This resulted in stress on the spacer causing it to break, and at that time the procedure was abandoned. The patient did well post-operatively.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.

Event description:
It was reported a procedure to place the superion indirect decompression spacer was not completed due to patient anatomy. The physician attempted to place the spacer, but the l4 process was too wide and close to the l5 making placement difficult. This resulted in stress on the spacer causing it to break, and at that time the procedure was abandoned. The patient did well post-operatively.